Event description:
It was reported that the asymptomatic patient experienced noise and low impedance on the right atrial lead. The atrial lead impedance suddenly dropped below lower limit and triggered an auto polarity switch to unipolar. Noise oversensing caused several auto mode switching episodes. The noise was not reproducible with isometrics or pocket manipulation. Programming changes were made. The patient will continue to be monitored.